Manufacturer narrative:
Device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform the rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to a35 alarms. Device received with cracked battery tube threads, cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm while doing the troubleshooting as well as they noticed cracked from the battery cap across to the back of the insulin pump up to the screen or all in the front of insulin pump. The customer¿s blood glucose level was 115 mg/dl. The device will be returned for analysis.